Manufacturer narrative:
On (B)(4) 2014, it was confirmed during phone troubleshooting with cts (customer technical support), there was a loose fit between the cc (cartridge chemistry) reagent syringe and cc reagent t valve. On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the screw portion (threading) of the t-valve misaligned not allowing the syringe to tighten to the valve. The fse replaced cc reagent t-valve which resolved the issue. Identification of failure mode: the failure mode was the cc reagent t-valve. The error condition of "blank absorbance low" alerted the operator to the issue. There were no erroneous test results associated with this event. (B)(4).

Event description:
Customer reported blank absorbance low errors for assays, specifically, alt (alanine transaminase ), ast (aspartate aminotransferase), and bun (blood urea nitrogen) when using the unicel dxc 660i synchron access clinical system. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.